Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch from was received from the initial reporter or product user. The iab was received intact fro evaluation with the balloon membrane noted to be almost completely within the sheath tubing. The membrane and inner lumen within the device was noted to be severely stretched. It was not possible to pump this iab on the laboratory system 90 due to the condition of the returned device. The condition of the device suffestsf that the sheath did not fully exit the sheath which led to thr rported augmentation difficulties. Device code label:1738.

Event description:
During pumping augmentation pressure decreased. The contact reported that the md removed the iab and tried to syringe air into the balloon but could not due to resistance.